Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. This device was manufactured prior to april 16, 2018 when a design change in the operational amplifier circuit design of the patient board (dr board) was implemented, which improved functionality with 180 scopes. The device has been in use for more than 6 years since it was manufactured, and it is assumed that the lock and pin of the video connector have worn out and the connection has become loose due to repeated use for a long time. It appears that the picture in picture connector part was damaged because of stress applied or a collision with the connector. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Never apply excessive force to connectors. This could damage the connectors.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report. A worn out video connector was causing a flickering image. In addition, a faulty patient board set was causing no image with 180 series scopes. The front panel labeling was also found to be worn and illegible and a software upgrade was recommended. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the front panel connector of the evis exera iii video system center was not working prior to an unknown procedure. It was reported the scope was replaced with an unknown device and the procedure was completed successfully. There was a delay in the procedure, but it is unknown how long or if the patient was under anesthesia. It was reported there was no resistance when inserting the connector into the port and no foreign objects were observed in the electrical contacts. The scope was physically able to be inserted into the port. It was further reported unknown if there were additional error codes, if the connections were secure, if there was possible corrosion or bent pins in the connector, if the settings were checked, and if the other devices used with the processor were compatible with the video system center. As reported, the procedure was completed successfully after an unknown delay. No harm to the patient was reported.